Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that staples malformed. During the radical resection of esophageal cancer, after fired when anastomosed stomach and esophagus, noted staples malformed. Another device was used to complete the surgery. There were no adverse consequences to the patient.